Event description:
The manufacturer received information alleging "ventilator service required" alarm occurred while a trilogy o2 ventilator, japan was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" error code indicating a failure in the air flow sensor was found in the ventilator's downloaded event log. The device's oxygen blender circuit board equipped with the air flow sensor was replaced to address the issue. Additionally, a periodic maintenance 1 was performed and the trilogy o2 pm1 kit was replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was checked. (Ver.14.2.05).